Event description:
It was reported to philips that a remote alert ¿rmt - pos: enable movement (enmv) is active during system startup¿ was observed. No harm was reported to philips. Philips has started an investigation of this complaint.